Event description:
It was reported that size 6/0 polypropylene suture broke during a procedure within a patient's mouth. (Lot# 180404-56) there was patient involvement but no indictation of an adverse event. The procedure wasnt delayed greater than 30 minutes.